Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one mission disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean and the device was returned in primed configuration with the cannula at the 20 mm position and the sample notch was exposed. It appeared there was a bend to the sample notch of the trocar stylet. Further, functional testing was not performed due to the condition the sample was received in. Therefore, the investigation is confirmed for reported material twisted/bent issue as the bent was noted to the sample notch of the trocar stylet. And, the investigation is inconclusive for the reported difficult to remove issue as the use of condition cannot be replicated in the laboratory. A definitive root cause for the alleged needle bent and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the notch of needle was allegedly bent while penetration and the cutting didn't go all the way. It was further reported that the needle was allegedly pulled out from the breast by force. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the notch of needle was allegedly bent while penetration and the cutting didn't go all the way. It was further reported that the needle was allegedly pulled out from the breast by force. The procedure was completed by using another device. There was no reported patient injury.